Manufacturer narrative:
Caster horn assembly.

Event description:
It was reported by service report that the catheter horn was bent causing the wheel to not roll freely. No patient involvement or adverse consequences are reported.